Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: an animal owner reported that a liquid was found in the barrel. This issue was observed in one or two syringes in a polybag containing 7 products.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii 3/10ml insulin syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: an animal owner reported that a liquid was found in the barrel. This issue was observed in one or two syringes in a polybag containing 7 products.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-feb-2023 h6: investigation summary customer returned (11) syringe 0.3ml 30ga 8mm and one empty open polybag from the lot# 2031535 in a clear ziplock bag. The customer reported that liquid was found in the barrel. The return samples were visually inspected and tested for any fluid by pushing the syringe plunger and observed no fluid or any other issues. Hence, the alleged issue could not confirmed. A review of the device history record was completed for batch# 2031535. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined at this time as the issue is unconfirmed.